Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the subject device had the deformed distal end, the separating a-rubber glue, the scratched insertion section and breakage of the metal part in the biopsy channel port. Residue was found at all of them. From these findings, it was presumed the cause as follows: 1.) The facility staff was less trained in device handling in accordance with IFU, which caused nonconformities. Then residue was present even by reprocessing in accordance with IFU. 2.) User reprocessing method differed from IFU recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Residue was found on the distal end cover, connecting tube, bending section cover and control unit. The device was leaking at distal end of the biopsy channel. In addition, the distal end cover was deformed and the rubber on the bending section cover was separated. The connecting tube was found to be scratched, wrinkled, protruding and the coating was peeling. The grip unit on the control unit was broken. The universal cord of the light guide tube was wrinkled and the coating was damaged but was still functional. The scope connector was damaged but functional. The device failed the angulation test. One of the keytops and the lenses of the charged coupled device and light guide were damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the distal end side of the evis exera iii gastrointestinal videoscope was in poor condition. The inspection of the returned device found residue on the device after the cleaning, disinfection and sterilization processes were completed. There were no reports of patient injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is submitted to provide corrected data.

Event description:
The customer found the distal end of the subject device in bad condition during a routine endoscope check.